Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a clinical patient was implanted with an artia tissue along with breast implant. Two months later, patient experienced incisional dehiscence in the right breast. The incisional dehiscence was "prepped and drapped wtih 0.25% marcaine and epinephrine was infiltrated. Are of spitting suture was noted and possible tracking into the breast pocket. At this time a 10 fr drain in the pocket was placed as the fluid was serous with the plan of returning to the operating room for a full evaluation of the pocket and possible exchange of the implant. Incision was closed with 3-0 monocryl and 4-0 nylon." Symptoms were resolved. This is the same event and the same patient reported under patient identifier (B)(6), (emdr-(B)(4)). This emdr is being submitted for the suspect device with serial number (B)(6).